Event description:
It was reported the pt had pain at the lead insertion site. The physician opted to move the lead and anchors deeper on (B)(6) 2012 to address the issue. It was reported the pt had not returned for the postoperative appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.